Event description:
It was reported that there was an out-of-range impedance alert of the right ventricular superior vena cava (svc) lead coil. An svc coil revision was attempted, but was aborted due to unrelated reasons. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.